Event description:
A report was received that the patient was experiencing a change in stimulation as they were no longer receiving good coverage. Physician assessed there were high impedances in 5 out of 8 contacts on 1 lead. The physician decided to perform a revision procedure and explant and replace the lead. Patient was doing well post operatively.

Manufacturer narrative:
The returned lead sc-2218-50 sn (B)(4), was analyzed and found lead body was bent, kinked. Damaged at the clik anchor site, 1 cm from the set screw mark. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint. Additionally, the lead was cleanly cut. The proximal portion of the lead was not returned as it was discarded by the hospital. Clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing a change in stimulation as they were no longer receiving good coverage. Physician assessed there were high impedances in 5 out of 8 contacts on 1 lead. The physician decided to perform a revision procedure and explant and replace the lead. Patient was doing well post operatively.